Event description:
It was reported that this lead exhibited high capture thresholds. During a scheduled device replacement procedure, it was noted that the lead had dislodged. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: d4 lot number.

Event description:
It was reported that this lead exhibited high capture thresholds. During a scheduled device replacement procedure, it was noted that the lead had dislodged. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.